Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "opened size 33 patella cutter, but in the package it contained a size 30 patella cutter. The cat numbers were different, but the lot code matched the box label to the cutter".